Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7072216/7072234; UDI: (B)(4); UDI: (B)(4).

Event description:
It was reported that the patient was experiencing non-target stimulation undesired sensations. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing non-target stimulation undesired sensations. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.